Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 150 mg/dl. Additionally it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Low bg was addressed by consuming carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.